Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient was on impella 5.5 support. During support the patient became febrile and the source of the infection remains unclear. At the same time, high purge pressure was experienced for which tissue plasminogen activator was used. Later it was reported that care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of infection/sepsis and high purge pressure has been completed. The impella device was not returned for evaluation. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. High purge pressure: data logs were reviewed and a purge pressure rise of approximately 7 hours was observed before "high purge pressure" alarms were triggered. No motor current spikes observed prior to purge pressure rise. Purge pressure remained high for approximately 7 hours before slowly resolving. Clinical details noted that purge pressure high alarms were triggered and lysis therapy was added to purge and purge flows improved. The root cause of the high purge pressure was most likely due to biomaterial build-up based on returned data log analysis and clinical details.